Manufacturer narrative:
Sent 04/13/1999. H10: medwatch created in error.

Event description:
It was reported during a laparoscopic cholecystectomy while using the dex41 the jaws of the grasper broke apart. There was no consequence to the pt.